Event description:
It was reported that the device was stuck on the guidewire. The stenosed target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The device and the guidewire were removed as one unit, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).